Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the lead was attempted but not used during the implant procedure. The right ventricular (rv) lead was placed but required repositioning due to muscle stimulation observed while closing the implant site. The lead helix was retracted and extend on two attempts. On the third attempt for placement the helix was unable to retract. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.